Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. This type of damage can occur if the distal end of the catheter is shaped manually. The sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could have contributed to separation of the catheter and cutting wire securing component. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. This activity will aid in device preservation. Other factors that can contribute to separation of the cutting wire securing component and the catheter include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure the physician used a cook fusion omni-tome sphincterotome. The reporter indicated the cutting wire securing component located at the distal end of the cutting wire disconnected from the sphincterotome catheter. Several attempts were made in an attempt to collect additional information regarding patient impact and product usage. The complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event.